Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# (B)(4), product type: lead. Product ID: 3387s-40, lot#: va0uef3, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: va0hxzv, product type: lead. Product ID: 3387s-40, lot#: va0hxzv, implanted: (B)(6) 2014, product type: lead. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that there was potential lead wire secondary to scalp laceration from fall. Patient fell and sustained scalp laceration the night before christmas. Patient reports that she thinks she can feel the lead/ wire expose. It was indicated that the most likely cause/contributing factors that may have led to or contributed to the issue was because patient had balance issues and lack of coordination due to parkinson's disease. Patient was directed to go to the emergence room (ER). There was no actions/interventions decided yet to resolve the issue. The issue was not resolved at the time of the report.